Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture and capsular contracture, baker grade iii.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture/device deflation and a capsular contracture (baker grade iii)¿ discovered at explant. This record relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed two openings sharp assessed as unidentified (tear) opening (shell thickness was within specification). A sharp opening with non-penetrating nicks assessed as surgical impact broken (shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
A healthcare professional reported that a patient experienced a ¿rupture/device deflation and a capsular contracture (baker grade iii)¿ discovered at explant. This record relates to the right side.